Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting varying pace impedances on the right atrial (ra) lead. The impedances are stable around 450 ohms, but spikes show impedance values up to 1200 ohms. At this time, the patient is being monitored and both products remain in service. The ra lead is a competitor's product. No adverse patient effects were reported.